Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms and a motor error alarm. Blood glucose level at the time of the incident was 306 mg/dl. The customer reported that the motor error alarm occurred during bolus. During troubleshooting, the insulin pump did not pass the displacement test. The customer was advised that the insulin pump would be replaced or returned for analysis.